Manufacturer narrative:
The device was returned and evaluated, and the customer¿s reported allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on the distal sheath, water tightness was lost; the air/water and suction cylinders had no color; the electrical connector and sheet holder unit were corroded due to water leakage; the universal cord and connecting tube were wrinkled; the light guide lens had a crack; the angle knob rotation/angulation directions/knob play/bending angles and bending return angle were not possible; the distal sheath had tension, slack, scratches, deterioration and sunken folds; the distal sheath adhesive was deteriorated and separated on the thread-wound sections; the insertion section bending was not possible; the insertion tube had snakiness; due to a chip on objective lens, the image had a partially dark area; the objective lens had a scratch and the base plate was dirty due to water leakage. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a defective distal. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a whitish foreign matter was observed in the air/water cylinder and tube due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to the air and water cylinders and the air/water channels. Due to a leak defect occurred in the bending section rubber, reprocessing could not be completed and foreign matter remained in the air and water cylinders and air and water channels. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.